Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Event description:
Philips received a complaint by the customer on the v60 indicating that a message indicating internal overheating had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a message indicating internal overheating had occurred. A field service engineer (fse) went onsite and replaced the cooling fan and air filter as well as cleaned the cooling fan filter. The fse tested the device and confirmed no further issues. The customer replaced the cooling fan and air filter as well as cleaned the cooling fan filter to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. The investigation is ongoing.